Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was extracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant procedure, it was suspected that a right atrial lead perforation occurred. During the revision procedure, the lead was difficult to manipulate and reposition. The lead was replaced. No patient complications have been reported as a result of this event.